Manufacturer narrative:
Permobil ab reports the dealer service technician evaluated the wheelchair and found a loose cable connection in the r-net electronics system. Technician reports having checked all remaining cable connections, confirming all were correctly secured and verified through operational testing with no further issues being found. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Permobil ab received a report claiming the end-user was out driving when the chair stopped, and a bad cable error code came up on the majic drive touch display. After a while the chair started working again and the user could drive. While they were driving home to get a check on the chair, just before reaching their house, the chair abruptly stopped again. The sudden stop reportedly caused the end-user to lose positioning and fall from the seating where they sustained injuries requiring medical intervention to address.